Event description:
The facility representative reported a pump that was underinfusing during bio-med testing. According to the facility representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 02, 2007. Evaluation summary:the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Manufacturer narrative:
Evaluation summary: evaluation of the device was completed by the baxter repair technician. The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump passed the accuracy test. The specification of this device is +/-5%. The baxter repair technician did not confirm the reported condition of underinfusion during bio-med testing. The device was tested by the repair technician.